Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl and 46 mg/dl using his guide me meter and 140 mg/dl or 180 mg/dl using his caretaker's meter (brand unknown). Hi mg/dl (greater than 600 mg/dl)".